Event description:
Baxter hong kong reports a transfer set with a dialysate leak as a result of the clamping mechanism not being able to completely close. Noted prior to use with no pt injury or med intervention reported.